Event description:
The distributor contacted heartsine to report that their device was not turning on. Failure to power on device may prevent or delay defibrillation, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the pad-pak was depleted beyond any use, failing to power on the device. The fault was attributed to corrosion on the membrane tail, due to storage outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was not turning on. Failure to power on device may prevent or delay defibrillation, which could result in adverse consequences. There was no patient involvement reported with this event.